Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements greater than 125 ohms. No adverse patient effects were reported. This lead remains in service.